Event description:
Complainant alleged that during a routine shift check by a clinician, the device displays "poor pad contact" message with paddles attached during 30 joule test and that the multi-function cable was defective. Complainant indicated that there was no pt involvement in the reported malfunction.